Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that four years post implant of this bioprosthetic mitral valve, this device was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this device was replaced incidentally due to a repair of an aortic root aneurysm with full root replacement; the surgery was not due to this valve or any valve malfunction. There were no complications following the replacement procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.